Manufacturer narrative:
Concomitant prod ucts: product ID: 3878-75, lot# 0206038914, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the received a new implantable neurostimulator (ins) in (B)(6) 2015, this was a planned replacement. Prior to this surgery the patient had good paresthesia covering both in arm and leg. After ins replacement surgery, the patient didn't feel any paresthesia and all 16 contacts showed impedance over 40,000ohms. Lead configuration 2x8. Surgical intervention was performed. Re-operation showed that the connector of the ins was full of fluid. The ins was replaced and this issue was resolved at the time of this report. Also during the re-operation, intraoperative testing of the lead showed high impedance more than 10,000 on all contacts. The lead was still implanted but no longer in use. Replacement was planned in about three months. This issue was not resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: the correct aware date for follow-up 001 is (B)(6) 2017..

Manufacturer narrative:
Device analysis for (B)(4) revealed no significant anomaly. The ins battery had reduced capacity due to over discharge. The tecothane acts as a shell during manufacturing to stack the connector components and make the welds. Once this is complete, the entire area is filled with the lsr. The lsr bonds well with the metallic and other rubber components. It, however does not bond well with the tecothane. This causes a tight, but not bonded fit. Body fluid in this space is not of concern because all of the electronic components are still completely sealed in the lsr and never caused any performance issues. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.